Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens has a distorted haptic. Also, residue of what appears to be ovd, (ophthalmic viscosurgical device) is dispersed on the lens surface indicating that the lens was prepared for use. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the reported complaint type. The units were released according specification in compliance with the product intended use as required. A review of the direction for use was conducted and states the following: prior to implanting, examine the lens package for iol type, power, proper configuration and expiration date. Examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed the haptic was bent prior to it being loading. Reportedly, there was no patient contact. No further information was provided.